Event description:
A caller reported that the cartridge leaked insulin and experienced this issue once. There was no adverse impact to the customer's blood glucose level. It was also mentioned that this was the caller's last cartridge, but no additional corrective actions were detailed.